Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the sureform 60 stapler instrument associated with this complaint. Failure analysis did not confirm the reported event. A review of available logs did not find any firing errors for this instrument on its last use on. Upon visual inspection, no damage was found at the wrist assembly. The instrument was placed on the system and no initialization failures or errors/faults occurred during testing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The clamp and fire test passed. Intuitive has received the white reload associated with this complaint and completed investigations. The reload has been fired. All pushers of the staples were found at the bed surface of the cartridge. The reload knife and shuttle track was concealed at the distal end of the cartridge. No damage was found with the reload.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Advanced failure analysis did not confirm the reported event. The sureform 60 stapler instrument was tested on an in-house system, the instrument engaged and was inspected and verified that no damage occurred and all staples and cute lines were formed properly.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. An advanced stapler log investigation by an intuitive surgical, inc. (Isi) failure analysis engineer (fae) revealed the following: the first sureform 60 stapler instrument logs show (part number 480460-09), (lot number k11230608-0694), was installed first, and it was installed on the system 5x and fired 2 reloads (1 blue, followed by 1 white). On the first install, the first clamp was successful, and the firing was completed with 1 pause for compression. On install 2, a blue reload was loaded and the first clamp was successfully completed. Logs show the emergency stop button was then pressed 3x, at timestamps, ¿11/16/23 16:53:39 pm¿, ¿11/16/23 16:53:42 pm¿, and ¿11/16/23 16:53:48 pm¿. The grip release tool was not detected by the system and the stapler was unclamped robotically at timestamp: ¿11/16/2023 16:54:22¿. The unclamp was successful, and the instrument was re-installed 2x. On installs 3 and 4, a green reload was loaded, however no clamping or firing was attempted. Next the second sureform 60 stapler instrument logs show (part number 480460-09), (lot number k11230608-0695), was then installed on the system 4x and fired 3 reloads (2 blue, followed by 1 white). On the first install, a green reload was loaded and the first clamp was successfully completed. Logs show the emergency stop button was then pressed 1x, at timestamp: ¿11/16/23 17:04:31 pm¿. The grip release tool was not detected by the system and the stapler was unclamped robotically at timestamp: ¿11/16/2023 17:04:51¿. The unclamp was successful, and the instrument was re-installed. On installs 2-4 of this instrument, the first clamps were successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. Logs then show the first sureform 60 stapler instrument (part number 480460-09), (lot number k11230608-0694), was re-installed a 5th time. On this install, the first clamp was aborted by the user at ~51% completion. The next clamp was successful and the firing was completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no additional errors pertaining to these instruments in the logs. .

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the sureform 60 stapler instrument had two separate tissue push out events, in which the reload color is unknown. The tissue was not calcified and it was not cancer tissue. The emergency stop button was utilized. No further information was obtained about how the tissue push out event was resolved, and if any further intervention was required.